Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00096 on 24-mar-2025. Additional information (25-mar-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) adjusted the secondary vacuum, homed the analyzer and replaced regulator. Following to the service activities, the customer verified total human chorionic gonadotropin (thcg) assay performance with acceptable calibration and quality control (qc). Siemens evaluated the event and determined that the issue was resolved by performing standard service actions such as repairing a leaking acid fitting and improving vacuum/wash performance. The cause of the event is unknown. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on six patient samples on an atellica im 1600 analyzer. Quality control (qc) was acceptable on the day of the event. The siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, checked the sample probe, replaced the tubing sensor to pump sample probe, plunger to the sensor tubing and pump assembly, checked the air pressure and ran an auto check, which recovered acceptably. Further, the cse performed acid and base fluid dispensing and observed that only base fluid was dispensed, checked the acid line, fitting and found a broken fitting on the acid fitting next to the waste pump. The cse replaced the acid fitting with a spare that was attached to the fluid line, primed the acid line and observed that acid was going into the cuvette when primed, ran qc and auto-check, which recovered acceptably. Next, the cse replaced the plunger, sample air pump, and pump assembly, four aspirate probes, four solenoid pinch valves, two wash probe tubings, and one wash probe tubing on the 1st and 4th and regulator assembly, checked the sample air pressure and vacuum pressure, ran auto check which recovered acceptably. Further, the cse checked wash probe guide, and it was in the middle with the line pointing out. The cause of the event is unknown. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on six patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s) and one of the sample result was questioned. The customer did not specify which one of the six samples was questioned by the physician. The samples were repeated on an alternate atellica im 1600 analyzer. The repeat results matched the clinical history and were considered correct. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.